Event description:
Complaint is reportable based on analysis results completed (B)(4) 2015. It was reported that the physician experienced resistance when deploying the filterwire ez. There was a tear in the delivery sheath during deployment. The physician was eventually able to deploy the filter and the procedure was completed using this device. There were no patient complications and the patient's status was good. Device analysis results identified the delivery sheath was separated.

Manufacturer narrative:
Device evaluated by MFR: the device was returned to the complaint investigation site for analysis. The protective wire was not returned by the customer. The unit returned has catheter and wire damage, as part of overall visual evaluation. The device has severe damage in the delivery sheath (turn and broken). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).